Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon deflated after a couple of days.

Event description:
It was reported that the balloon deflated after a couple of days.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted eight silicone foleys within unopen packaging. Seven catheters had the manufacturing lot number ngcq0233, while one catheter had the manufacturing lot number ngcp4365. Visual inspection of the all of the catheter surfaces noted no obvious visible defects. All of the catheter balloons were inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and their balloon concentricity was observed to be 60:40. The balloons rested for 30 minutes without leaks and passively deflated without issue, each returning 10ml of solution. Active length of the catheter balloons with the manufacturing lot number, ngcq0233, were measured (0.6255", 0.7325",0.7080", 0.7090", 0.7085", 0.6520", 0.6425") and found to be within specification (0.6"-0.9"). Active length of the catheter balloon with the manufacturing lot number, ngcp4365, was measured (0.7115") and found to be within specification (0.6"-0.9"). All of the catheters were confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments"